Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was "improving". He had been transferred to another facility where he was currently being weaned from the ventilator. Per the reporter, it is still unknown if the sepsis was caused by withdrawal or something else.

Event description:
It was reported that a pt was in the hosp due to sepsis. The pt was noted as "being very ill" and had been placed on a ventilator. A nurse had discovered that the pt had missed his pump refill appointment approx 3 weeks prior. The pt's pump was later refilled on (B)(6) 2011 while he was hospitalized (the dose remained the same as before). It was noted that the pump's alarm (related to refill) was determined to work, but was very difficult to hear. Due to the quiet volume, it was reported that nobody heard the alarms during the 3 weeks following his missed refill appointment. Per the reporter, the cause of the pt's sepsis, or why the pt was unable to come off of the ventilator now that the pump had been refilled was unk. The pt was non-verbal and non-mobile, so it was difficult to determine specific symptoms the pt had experienced related to the infection or missed refill. It was noted that a high fever was an issue. There was no report of a specific increase in tone, but it might have been believed that any increase in tone was due to the sepsis, not due to the lack of drug in the pump. The medication administered via the pump was lioresal intrathecal (concentration of 2000 mcg/ml) at a daily dose of 350 mcg/ml. Add'l info has been requested, but was not available as of the date of this report.